Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as the cat bit the cassette line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. Users are instructed to follow aseptic technique when handling lines and solution bags to reduce the possibility of infection. Users are warned that using damaged sets can result in contamination of the fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. It was reported that the cause of the peritonitis was due to a cat that had chewed on the patient line that was used by the patient. Treatment information was not reported. The patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.